Event description:
It was reported that the atrial lead impedance increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID kdr901, implantable pacing lead, implanted: (B)(6) 2004; 4076 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).